Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the horizon was off during a procedure when a 30-degree endoscope was installed on universal surgical manipulator (usm) 2, resulting in an inverted image. The customer resolved the problem by replacing the 30-degree scope with a backup. The customer requested an inspection of the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer replaced the 30 degree endoscope with a backup and the reported problem was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope. It can be resolved by reseating the part and power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported 32097 and 31226 errors were confirmed and replicated. In system logs, the 32097 and 31226 errors were found indicating a maxis error and an aurora link error on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered, indicating aurora link error on fiber assembly, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber assembly. Once testing was completed, the rolling loop fiber assembly was applied behavior analysis (aba) tested and was verified to be the source of the fault. Failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.